Event description:
It was reported that the bandage had been shrink-wrapped around the edge, affecting two packages. In the attached picture, it was evident that the product had lost its position during packaging and slipped towards the weld seam. The product was not used.

Manufacturer narrative:
Device 1 of 2. (B)(6). Name of affiliation: pmz gmbh based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and no discrepancies were found. All seal integrity tests completed throughout the batch manufacture were satisfactory. Aquacel foam n/adh 5x5(1x10) eur was manufactured under system application product (sap) code 1703984 and manufacturing lot number 4h00144 on (B)(6) 2024. Sap states manufacture date as 02 august 2024, but the batch record confirms production began on 04 august 2024. Lot # 4h00144 was sterilised under work order (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 4h00144. This is the only complaint for the affected lot registered within trackwise. One photograph was received for this issue and has been evaluated in accordance with work instruction (wi). The photograph confirms the product, lot and expected complaint issue where a single primary sachet has a dressing sealed into the weld area. The acceptable quality level (aqls) from process instruction identify seal integrity as 0.40, with an accept 3 and reject 4 based upon a sample of (B)(4) dressings and batch size of 33840 dressings. As only 4 secondary packs remain in distribution center (dcs), it is likely over (B)(4) dressings have been exhausted, and as only two dressings have been reported for a dressing in seal, this issue remains below aqls, so no corrective action / preventive actions (CAPA) is necessary to investigate this issue. Following review of the images, it is most likely that the dressing in seal has been caused by a dressing placement issue, either due to incorrect placement on the manufacturing line peg conveyor, or movement of the dressing while on the conveyor. This may be due to a peg on the conveyor becoming loose, or the dressing may have caught on something to move it while travelling on the conveyor. Dressing inspection is also completed by operators, and it is not always possible to identify all issues at inspection at validated line speeds. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.